Event description:
According to the report, bioglue was utilized during an endoscopic browlift procedure. The pt reportedly developed "bumps" on the forehead approximately five weeks post-operatively. Fluid was drained by another physician since the pt had moved out of the area. The fluid was not cultured.

Manufacturer narrative:
This is an ongoing investigation. Further information will be addressed in a follow-up report.